Event description:
It was reported that the power button was stuck. Normally, this button is pressed, the console is turned on, the button go out again, however, in this case it got stuck, so the console could not be turned off and it had to be disconnected directly.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of power button malfunction was confirmed. Power button has stuck in the ¿on¿ position. Cause of stuck power button is a defective button. The complaint was confirmed and the root cause is a defective power button assembly. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the power button was stuck. Normally, this button is pressed, the console is turned on and the button go out again, however, in this case it got stuck, so the console could not be turned off and it had to be disconnected directly. It is unknown if the event happened during a procedure, if there was a delay or a backup device available to complete it. Attempts were made to retrieve further information but no response was received from the complainant.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the power button was stuck. Normally, this button is pressed, the console is turned on, the button go out again, however, in this case it got stuck, so the console could not be turned off and it had to be disconnected directly.